Event description:
It was reported that during a laproscopic nephrectomy the device was being used to ligate various vessels. The clips from the device malfunctioned and malformed creating a v-like shape rather than closing down completely onto each other. Due to the nature of the retro-peritoneal approach. The applier had to be used to manipulate the tissue in order to gain access to ligating the vessels. The clip forks seemed to bend and cause the malformation of the clips. While watching the surgeon operate, the rep did not feel that the surgeon used the appliers improperly. There was no pt consequence.